Manufacturer narrative:
(D10) concomitant device(s): 320-38-00 - equinoxe reverse 38mm humeral liner +0 (B)(6). 300-01-11 - equinoxe, humeral stem primary, press fit 11mm (B)(6). 320-01-38 - equinoxe reverse 38mm glenosphere (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6). 320-15-08 - sup/post aug plate, r rs glenoid baseplate (B)(6). 320-20-00 - eq reverse torque defining screw kit (B)(6). 320-15-05 - eq rev locking screw (B)(6). 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6). 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6). 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6). 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6). 531-20-00 - shldr gps rvrs drill kit (B)(6). 531-78-20 - shouldr gps hex pins kit (B)(6). A10012 - gps implant kit v2 (B)(6).

Event description:
Approximately 2 year(s), 9 month(s) and 22 day(s) post-operative of a right tsa, it was reported via clinical study that the patient experienced auxiliary nerve pain. The patient underwent total reverse revision surgery, and the outcome of this event is considered resolved. The clinical report indicates that this event is unlikely related to the device(s) and definitely related to the procedure.